Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell five, while the hp was connected. During troubleshooting it was noticed that the heater bag had a loose connection. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a disconnection is a known cause of the reported 2240 alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a follow-up will be submitted.